Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code 110b proximal pressure sensor autozero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was being used to create a treatment plan for respiratory assist. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse guided the customer to follow the philips service manual steps. 1. Verify pin alignment between solenoids and the da pcba. 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the data acquisition printed circuit board assembly (pcba). The rse provided parts ID for the noted parts. After further troubleshooting, the customer informed that he replaced the 2 solenoids, and the problem was solved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.